Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2005, the pt was implanted with gore excluder aaa endoprosthesis to repair a 56 mm abdominal aortic aneurysm. On (B)(6), 2006, the pt had a follow-up computed tomography that revealed a shrinking aneurysm measuring 44 mm. The pt was then lost to follow-up and not seen again until (B)(6), 2011. On (B)(6), 2011, the pt presented to the hospital with severe back pain. A computed tomography revealed a ruptured aneurysm. The pt expired.